Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 125 mg/dl. It was found that the pump might have been close to a little water. Customer stated that the alarm won't clear. Customer also stated that the alarm happened a few hours ago and went away, but the error returned. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, and shifted end cap sticker.